Manufacturer narrative:
The customer declined evaluation by philips.

Event description:
It was reported to philips that on an unknown date, there was a possible issue with the heartstart mrx monitor / defibrillator during a code. We are considering this as a serious injury as the event occurred while the device was in use on a patient during a code. Additional details were requested but further information was declined.